Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked/detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was damaged. Customer's blood glucose level was 130 mg/dl at the time of incident. Customer stated that the drive support cap was loose. Customer stated that the insulin pump was not dropped or bumped or exposed to magnetic field. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.